Event description:
Per the clinic, the patient underwent revision surgery under general anesthesia on (B)(6) 2023, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported. This report is submitted on march 13, 2023.